Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump did not run smoothly. The issue occurred during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and two (2) pump heads to the pumps rp150 10-80-00z (sn (B)(6)) and to the pump mrp150 10-88-00 (sn (B)(6)) were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database analysis revealed that no similar event occurred since unit installation in 2022. Based on the collected information and considering that the issue has been solved by replacing the pump head, it cannot be ruled out that the root cause of the event is a faulty motor controller board located in the pump head. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
UDI related data quality updates only d2a. Common device name has been corrected in the dedicated section. D2b. Device product code has been corrected in the dedicated section. G.4 PMA/510(k) number has been corrected in the dedicated section.